Event description:
It was reported that an asymptomatic patient presented to the clinic with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmissions from (B)(6) 2021 revealed that they were caused by post paced t wave oversensing. The patient was seen in clinic on (B)(6) 2022 having normal device parameters. No programming changes were made. The patient was in stable condition.